Manufacturer narrative:
(B)(4): extended operating time by 30 minutes or more; original anastomosis was resected and redone. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection procedure. The device was being used for the creation of the anastomosis. The stapling device did not cut the tissue. The stapler partially cut the tissue. The tissue was free from metal clips and the device was not applied over a previous staple line. The instrument was squeezed / fired twice. There was difficulty removing the stapler from the cavity. It was removed with difficulty. The anvil did not tilt, and there was reported tearing / splitting of the staple line. Anastomosis leaked significantly to the point that it was decided to redo the anastomosis. An additional 1 cm of tissue proximal and distal to the original anastomosis was resected to redo the anastomosis. There was unanticipated tissue loss due to the product problem. The surgical time was extended by more than thirty minutes but did not have an adverse effect on the patient. In order to resolve the issue and complete the case, a new device was opened and the anastomosis was redone. The patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.